Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes), d1, d2, d4.

Event description:
N/a.

Event description:
(B)(t6) called into the emergency support program line to request support regarding continuous gas loss alarms on the balloon pump. The esp team verified that the correct troubleshooting had been performed: confirming the helium tubing had no blood or discoloration, pressing the iab fill key for 2 to 3 seconds, pressing start, and checking the helium tubing again. Megan explained that at first the iab fill key would not work, but once they were able to activate it, the gas loss alarm continued to sound. She stated the physician had already decided to remove the balloon in case there was a small perforation. The esp team verified again that there was no blood present in the helium tubing. The esp team collected product surveillance information and asked megan to place the balloon in a biohazard bag. The esp team explained that a biohazard box would be shipped to her so the balloon could be returned to getinge. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6) called into the emergency support program line to request support regarding continuous gas loss alarms on the balloon pump. The esp team verified that the correct troubleshooting had been performed: confirming the helium tubing had no blood or discoloration, pressing the iab fill key for 2 to 3 seconds, pressing start, and checking the helium tubing again. Megan explained that at first the iab fill key would not work, but once they were able to activate it, the gas loss alarm continued to sound. She stated the physician had already decided to remove the balloon in case there was a small perforation. The esp team verified again that there was no blood present in the helium tubing. The esp team collected product surveillance information and asked (B)(6) to place the balloon in a biohazard bag. The esp team explained that a biohazard box would be shipped to her so the balloon could be returned to getinge. No harm or injury to the patient was reported.